Manufacturer narrative:
Additional information was added to h3, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not verify the reported condition. Therefore, no detailed investigation could be performed. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ultrafilter u9000, an external fluid leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.